Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch form # mw5074147) that a female patient of unknown age underwent breast prostheses implantation on (B)(6) 1991 with unspecified mentor gel implants and became ill. The patient believes that the illness is related to the implants, and reported that her doctor told her she is heading towards lupus. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. There was no report of device malfunction.